Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt came to the hospital for low hemoglobin and received blood. The vad coordinator noticed a pump off alarm in the pt's vad history. The pt claimed he did not hear any alarms and did not notice the driveline disconnected. The vad coordinator also noticed a low speed operation alarm. An echocardiogram (echo) reportedly came back suspicious for a thrombus near the vad inflow. An event log submitted to the MFR's technical service group for analysis confirmed the reported alarms. Add'l info provided by the vad coordinator approx three weeks later indicated that the alarms have stopped and the pt is reportedly doing fine.

Manufacturer narrative:
The pt remains ongoing and continue on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of low speed hazard alarms and pump stoppages was confirmed based on the evaluation of the patient's historical log file submitted at the time of the event; however, a specific cause for the recorded events and a correlation to the findings of thrombus in the returned pump could not be determined. The system controller in use with the patient at the time of the event was not returned to the manufacturer for analysis. Approximately 2½ months after the reported event, the patient underwent a heart transplant (reference MFR report number 2916596-2014-00490) and the explanted pump was returned to the manufacturer for analysis. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The ring appeared to have formed in laminated layers, which indicates that it developed over an undetermined period of time while the pump was supporting the patient. Examination of the body of the rotor revealed a non-laminated deposition situated on the body and blades of the rotor. The structure of the deposition suggests that it did not develop on the rotor; however, portions of the deposition were similar to the ring found in the distal-side of the inlet stator, suggesting that it potentially originated there. Examination of the deposition revealed evidence of denaturing; however, the origin or duration in which it was present in this location could not be determined. A loosely seated deposition was present in the outlet stator. The deposition, lacking denaturing and lamination, was not adhered to the bearing ball or the stator blades. In addition, there was no evidence of contact marks on the outlet side of the rotor to indicate that the deposition was present in this location while the rotor was spinning. Although its origins and a duration in which it was present in the pump could not conclusively be determined, the deposition in the outlet stator did not appear to have originated in this location. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. Based on the manufacturer's analysis of the returned explanted pump, no device related issues were found that would have contributed to the reported event and the finding of thrombus in the device could not conclusively be correlated to the report that thrombus was seen on echo, as the pump was explanted 2 months after the initial reported event. Device thrombosis is however listed in the instructions for use (IFU) as adverse events that may be associated with the use of the left ventricular assist system (lvas). Thrombus formation is complex, multi-factorial, and not necessarily related to a single physiological or device-related factor. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.